Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the fluoro function board (ffb). The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system experienced an issue related to the image going black on the test shot before the case. The system worked after reboot. There was no report of patient injury.